Event description:
It was reported there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. It was also reported the right ventricular (rv) lead dislodged at predischarge check the day after the implant and the threshold was 4.0v@1.5ms. No capture was also reported. The physician opted to replace the existing lead with a longer one at the time of revision to make slitting of the catheter easier. The physician also noted at the initial implant that the lead was short and made it difficult to slit because, there was not much lead body that extended out past the end of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 pacemaker 2013 (B)(6); 5076-45 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.